Manufacturer narrative:
(B)(4). The device has not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulties could not be determined. A conclusive cause for the reported patient effects of stroke, arrhythmia, and the relationship to the product, if any, cannot be determined. The reported patient effects of hemorrhage and perforation are a known inherent risk of the procedure and the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was a clinically significant delay in the procedure. The patient was stabilized. The physician is reported to be trained in the use of the proglide device. No additional information was provided. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery (rcfa) was attempted using a proglide device after a percutaneous coronary intervention. Reportedly, there was a hematoma at the access site prior to the use of the proglide device. The procedural sheath was upsized from 6f to 7f and the hematoma was softened and stabilized before the end of the procedure. The procedural sheath was kinked. After the 7f interventional sheath was straightened with the re-introduced 035 guidewire, the sheath was removed and the proglide was advanced into the body over the wire that was in place. It is presumed that the proglide entered the rcfa as it followed the wire into the body. The marker lumen didn't show adequate flow so the proglide was backed out of the body to the guide wire marker level and the guide wire was attempted to be re-introduced, however, the guide wire would not advance properly. An image was taken of the groin. The proglide appeared to be in soft tissue and not in the artery. It seemed that the guide wire did not re-introduce into the artery when the 7fr sheath was straightened and instead appeared to go into the soft tissue with the proglide following the same track. The facility reporter felt there was no issue with the proglide device. The proglide was removed; manual compression and a femstop were used in attempt to achieve hemostasis. The patient decompensated and was given vasopressors for blood pressure support. Intravenous fluids were given and a temporary pacemaker was placed. Five units of blood were given. Repair of the perforated rcfa was performed with percutaneous transluminal angioplasty and a covered stent. The cause of the rcfa perforation is reportedly unknown.